Event description:
It was reported that the customer experienced an elevated blood glucose level that ranged from 540-541 mg/dl. The cause of the high bg was unknown. The customer changed the infusion set and delivered a correction bolus to address the high bg. A system check was performed by tandem technical support (cts) and it was determined that the customer was using the cartridge past labeling. Cts educated the customer on cartridge labeling. The customer decided to change the cartridge and infusion set, which resolved the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.